Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: n/a.

Event description:
It was reported that hub separation occurred with a relion® insulin syringe. The following information was provided by the initial reporter, "relion syringe 6 mm 3/10 ml 31g needle hub removes from syringe with shield removed. 6 found". 6 occurrences reported during use, the date/time and patient information were not given.

Manufacturer narrative:
H.6. Investigation: customer returned (1) 3/10cc, 6mm, 31g relion syringe in an open poly bag from lot # 8295964. Customer states that the hub is removed from the syringe when the shield is removed. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch #8295964. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were four (4) notifications [200786993, 200786860, 200787069, 200787071] noted that did not pertain to the complaint. A visual evaluation of (1) syringe found a syringe with no needle assembly attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin of the needle assembly. Root cause for this defect cannot be determined.

Event description:
It was reported that hub separation occurred with a relion® insulin syringe. The following information was provided by the initial reporter, "relion syringe 6mm 3/10ml 31g needle hub removes from syringe with shield removed. 6 found" 6 occurrences reported during use, the date/time and patient information were not given.